Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, & type of activity (low impact vs high impact) are unknown. Based on the available information, an exact cause for the reported condition cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.